Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, three surgical fibers were required to be replaced. The first two surgical fibers used were replaced at 80,618 joules, 10:50 minutes and 43,525 joules, 49:28 minutes respectively, due to broken / damaged fiber tips. The third surgical fiber used was reported to have expired at the maximum joule limit (650,000 joules). The procedure was completed using a fourth surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.